Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that the plastic cannula of the infusion set bent after insertion. The home care patient reported that their blood glucose levels rose to 240 mg/dl due to the interruption in insulin therapy. According to the reporter, no additional information is available. No permanent adverse effects to patient reported.